Event description:
As reported, an experienced operator used the 5f exoseal vascular closure device (vcd). After the guidewire loop popped out, it could not be pulled to trigger the color change. During an in-vitro (bench) test, the guidewire loop also could not be pulled to make the indicator window change color. There was no reported injury to the patient. The device will be returned for evaluation.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.